Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 2. It has been reported that the bd vacutainer® sst¿ ii advance plus blood collection tube has been found experiencing poor barrier separation during use. No patient impact was reported. The following has been provided by the initial reporter: no separation of serum from other blood components after centrifugation.

Manufacturer narrative:
H6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of poor barrier separation was not observed. 100 retained samples were visually inspected, and no gel defects were found. Complaints for sample quality are under statistical control for the month of november 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h10.

Event description:
Report 1 of 2. It has been reported that the bd vacutainer® sst¿ ii advance plus blood collection tube has been found experiencing poor barrier separation during use. No patient impact was reported. The following has been provided by the initial reporter: no separation of serum from other blood components after centrifugation.